Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/09/2025, it was reported by a sales representative via (B)(4) that an ar-3372-4002 sheath's stop cock is broken. Discovered during a case with no patient effect.

Manufacturer narrative:
Additional information: g3, h3, h6. One unpackaged ar-3372-4002, sheath, hf, 2 stopcock for 4.0 mm scope, serial/batch number (B)(6) was received for investigation. Visual inspection noted that the stopcock was broken. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure is wear and tear. The instrument was manufactured in 2022. The complaint allegation is confirmed.